Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was observed that the phrenic nerve pacing being performed by a competitor catheter was not captured well. The procedure continued, and it was then observed that there was a decrease in response to phrenic nerve pacing. The case was completed with cryo. However, it was noted that the patient's phrenic nerve paralysis did not recover. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least ten applications were performed with the catheter without any issues on the date of the event. The balloon catheter was not returned and there was no indication of a product malfunction. A known clinical issue (phrenic nerve injury) was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the phrenic nerve palsy (pnp) recovered.